Event description:
It was reported that a spectrum pump experienced nuisance air-in-line alarms. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of nuisance air-in-line alarms through the history log, but could not reproduce it during evaluation. The upstream sensor was replaced as it is a known contributor to the reported symptom.